Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that moisture buildup is on the display screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 170 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due moisture damage on the fore sensor resistor. All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly. No fluid under display window noted. The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump had cracked reservoir tube lip, minor scratched display window, scratched reservoir tube window and missing the end cap sticker.